Event description:
Caller reported that their pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller in various troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. The customer was informed to use multiple daily injections as a backup therapy and to return the problematic pump with the provided pre-paid label.